Manufacturer narrative:
(B)(4). It was alleged in the plaintiff¿s complaint that the manufacturer's heater cooler device was used during an aortic valve replacement on a male patient on or about (B)(6) 2016. The patient underwent aortic valve replacement due to severe aortic stenosis at the user facility. The patient's postoperative recovery was eventful for continued complete heart block and urinary retention, both of which required treatment. On or about (B)(6) 2016, the patient underwent placement of a permanent pacemaker without any complications. On or about (B)(6) 2016, the patient was discharged home. The patient was healing well with no complaints of chest pain or shortness of breath. On or about mid-(B)(6) 2016, the patient developed constant chest pain for about 2 weeks. A CT scan was performed in which he was found to have a pseudoaneurysm at the previous cannulation site. On or about (B)(6) 2016, the patient was readmitted to the hospital as a result of constant severe chest pain and surgical recommendations were made. On or about (B)(6) 2016, the patient underwent a redo sternotomy and excision of pseudoaneurysm of the aorta. Three chest tubes were placed and during the surgery it was noted there was a loculated purulent fluid around the cannulation and cardioplegia sites as well as a pseudoaneurysm. Multiple fluid and tissue cultures were done and results showed positive for mycobacterium abscessus, an ntm infection. A PICC was placed in the patient's arm and he was given an intravenous antibiotic regimen for treatment of the bacteria. On or about (B)(6) 2016, the patient was discharged home. In (B)(6) 2016, the patient observed redness and swelling on his chest around the site of the pacemaker placement. The patient immediately visited his primary care physician who referred him to the emergency room. On or (B)(6) 2016, after initial tests were performed, the patient was admitted to the hospital for infection of the pacemaker pocket. The infection was identified as the same mycobacterium abscessus that was previously identified. Surgery was performed to remove the infected pacemaker and a new pacemaker was placed on the other side of the patient's chest. He was discharged on or about (B)(6) 2016. These events have not been independently verified with the user facility.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the patient allegedly contracted a nontuberculous mycobacteria (ntm) bacterial infection.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence for additional information from the user facility was unsuccessful. No product was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.